Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.0 x 40 135cm mustang¿ balloon catheter was advanced for pre-dilation. However, on initial inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using another mustang balloon catheter. No patient complications were reported and the patient's status was good.